Event description:
It was reported that the right ventricular lead triggered a lead integrity alert. When tested in the office, oversensing was noted and was reproducible. Movement and pocket manipulation created high impedance measurements. Impedance fluctuations were also noted. The lead was suspected of a fracture. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.